Event description:
The customer reported that the device would unexpectedly rebooted.

Manufacturer narrative:
The unit was evaluated at philips. The symptom was verified. Replacing the power pca resolved the issue.